Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an overload fault and the low ma error was found in the error logs. The overload error may cause the sys to shut down. There is no report of injury or death associated with the event described in this complaint.